Event description:
The patient reportedly was not able to get correct results from the meter due to surestep test strips. The test strips allegedly had a pink confirmation circle that turned red when blood was applied to pink pad. Patient tried to test on morning of the event date and received a result of 4 and 5 mg/dl when patient inserted strip in the meter. Patient did not have any symptoms. Took set dose of glucophage and glucotrol in the morning and evening. Next morning at 3:00 am, patient had a seizure. Reportedly "figured it was stress" and thought maybe had forgotten to take dilantin, but patient remembered that patient did take dilantin the evening before. Did not seek any treatment. Felt fine after lying down for a while. Reportedly had seizures before due to stroke in 1994. Patient tested blood around 8:30 am the following day and received result of 4 mg/dl again. Strip confirmation circle turned red. Patient never did control solution test and never cleaned the meter. No further information has been reported.